Event description:
Pt states that whisperject device malfunctioned and bent the needle of 1 galtiramer 40mg syringe. She states she thinks the spring broke in whisperject. She is able to give dose with another pfs. Provided mylan home number for pt to get replacement.